Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 350 mg/dl. The customer tried to correct their blood glucose level but numbers from 0 to 500 were displayed repeatedly. They could not input numbers. The monitor did not change even if the patient pressed any button on the device. The pen type was expired. On the same day the customer called again. The device was not returned.